Event description:
A patient reported that while being hospitlized in 1997, he was "electrocuted" while plugging the power cord adapter of the pump into the hospital wall outlet. The patient reported that he or the pump may have been damp after a recent shower and when he plugged the "baxter pump" in to a wall outlet in his hospital room he was "electrocuted" and required resuscitative measures and the insertion of a new pacemaker to revive him. The patient reported that the adapter on the power cord had only two prongs and the hospital wall outlet had only two slots (no ground wire on the adapter or a ground slot in the outlet). With the installation of the new pacemaker the patient reportedly returned to pre-incident status. Upon follow up by baxter with the hospital it was reported that the patient's claim is unsubstantiated. The hospital reports that the patient's records indicate that the patient experienced a vasovagal response at the time of the incident and there was no evidence to suggest that a shock or "electrocution occurred.